Event description:
Vf analysis could not be performed because of interference problem. The defibrillator did not see the waveform as a "vf" shockable rhythm and failed to advise a shock. Found during test. No pt harm.